Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported through a literature article that, decreased pacing impedance, noise resulting in oversensing, and decreased sensing were noted on the right atrial (ra) lead. Ra lead insulation damage was suspected but this was not confirmed. The device was reprogrammed as resolution for this event. Further information can be found in the literature article titled ¿unusual pacing behavior in a crt-d recipient".